Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer suffered a severe reaction from the sensor. Customer reports to have had a rash. Customer was not sure of exact date nor blood glucose. Customer was treated with a cream and released. No further information provided.